Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 14.8, hi, 27.8 mmol/l, within 1-2 minutes, with a difference of 54%. Pt did not experience any adverse events. No further info has been reported.